Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was unclear if the patient was hospitalized for this event. The same day as event onset the patient was treated with injection vancomycin (1gm, every third day, intraperitoneal, ongoing) and injection ceftazidime (1g, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from all the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that on an unknown date, antibiotic treatment was discontinued and the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.